Event description:
A nurse reported that a cartridge split after implantation of an intraocular lens (iol). Due to a posterior capsule tear, the iol was removed and the posterior capsule iol was sutured. This resulted in a one hour delay of the surgical procedure. An unapproved viscoelastic was reported to have been used during the surgical procedure. Additionally, the lens associated with this event is not approved for use with this cartridge. Additional information has been requested.

Manufacturer narrative:
Results from the product history record review indicated the product met release criteria. The lens model associated with this complaint is not approved for use in this cartridge. The root cause is failure to follow the directions for use (dfu). There have been two other similar complaints reported in the lot number. Additional information was requested on 03/21/2012 and 04/04/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).